Manufacturer narrative:
Additional information: one 4 lesion nt2000¿ pain management rf generator was received for analysis. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided and the investigation performed, the reported temperature issue could not be reproduced.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the probes would not reach temperature and the case was cancelled. The customer was using one port and tried all 4 ports, exchanged probes, turned the generator off and back on and multiple grounding pads were used but the issue did not resolve. The procedure was abandoned with no adverse events to the patient.